Event description:
The following has been reported: biomed reported: a unit to be sent out for repair. No patient harm was involved. (B)(6) the unit had a repeated tubing set misloaded error despite cleaning the unit and swapping sets. It will have to be pulled from service and sent out to the vendor for repair. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.